Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the device exhibited non- sustained right ventricular oversensing episodes due to loss of capture. Noise was also noted. The patient was seen in clinic on (B)(6) 2019. No programming changes were made. The patient experienced chest pain and it was not clear if they were related to the event.

Event description:
New information states that the patient was in a stable condition.